Event description:
Customer complaint about sprays of ethanol coming out of vacuum pump. Issue is sporadic. Customer empties the manifold after each run and nevertheless experience the issue. Customer says spray is blue colored and sometimes hot. Customer did not experience any injuries or burns. No medical treatment was required.

Manufacturer narrative:
Vacuum pump and qiagan qiavac-24 plus are not a device (general lab equipment). Device did not malfunction. User set-up of vacuum and pump may not be correct. No medical injury or treatment. Labeling for device (warning and precaution #16) states: all personnel should follow universal precautions and use lab safety equipment (i.e. Safety glasses, lab coat, gloves). If available, a fume hood should be used for preparing sample preparation kit reagents, and a biosafety cabinet should be used for preparing/handling biological material if a hood is not available, consider using a face shield during the homogenization step.